Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to test for missing segments/partial display due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly and keypad flex traces. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the history review 1 week prior to the (B)(6) 2025 due to flashing medtronic logo. Unable to perform the functional test due to flashing medtronic logo. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Display anomaly-missing segments/partial display unknown. Alarm-device test failed confirmed (pump received with flashing medtronic logo). Upload error (unable to download history files and traces using thump due to flashing medtronic logo) confirmed. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump got wet, a partial display, and device test failed. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The insulin pump did not pass self test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.